Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from 2 different pt samples that were generated by the access 2 instrument. Patient a: the initial accu tni result was 0.80 ng/ml and 0.48 ng/ml upon repeat. The original sample was tested for accu tni on a different instrument in the customer's lab and the results were: 0.58 ng/ml and 0.81 ng/ml. The original sample was tested for accu tni on a 3rd instrument (different method) and the result was 0.05 ng/ml. The customer then re-tested the original sample for accu tni on the access 2 instrument and the results were: 0.04 ng/ml, and 2 results of 0.05 ng/ml. Patient b: the initial accu tni result was 0.84 ng/ml and 0.04 ng/ml upon repeat. The original sample was tested on a different instrument in the customer's lab and the result was confirmed as "negative". However, the actual result was not provided. There was no death, injury, or change to pt treatment as a result of this event. The doctor observed the results and requested repeat testing.

Manufacturer narrative:
Qc was in range prior to and after the event. System check performed in 09/2006 failed. The samples were plasma lithium heparin type, collected in and sampled from plastic "kimatubes", sixe 13x100. The specimens were centrifuged per tube manufacturer's guidelines at 2,000 rcf for 4 minutes. A field service engineer (fse) was dispatched to the customer's lab. The fse reviewed diagnostics test data from 09/05/2006 which was within specifications. The fse resolved the failing system check issue and results passed within specifications. (Service details not provided). Hardware issues and possible pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.